Manufacturer narrative:
Final analysis of the pump revealed no anomaly found. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709sc, lot# n183299025, implanted: (B)(6) 2009, product type catheter. (B)(4). Analysis results were not available as of the time of this report. A follow up report will be submitted when analysis is complete.

Event description:
It was reported that the patient had an MRI on (B)(6) 2013 and a tube set occurred 48 hours later on (B)(6) 2013. The pump was interrogated on (B)(6) 2013 and that was when the recovery logged. There were no symptom changes. The pump was being replaced. It was later reported that the physician was concerned that there was something wrong with the pump and wanted to replace it. The physician was informed that the pump appeared to be working fine and likely did not indicate a restart because the pump was not interrogated following the MRI. The patient had no signs of therapy disruption and never heard an alarm. The physician ultimately discussed the situation with the patient and together they decided to replace the pump anyway. During the surgery it was discovered there was a small hole in the distal segment of the catheter near the pump. The physician was able to remove that small portion of the catheter and reuse the existing connector. The patient outcome was reported as ¿alive - no injury/no adverse event¿. The device system was used to deliver lioresal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.